Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a cuff erosion and recurring incontinence. The aus cuff, pump, and balloon was explanted and not replaced on an unknown date. On (B)(6) 2021 a new aus cuff, pump, and balloon was implanted.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to a cuff erosion. The aus cuff, pump, and balloon was explanted and not replaced on an unknown date. On (B)(6) 2021 a new aus cuff, pump, and balloon was implanted.